Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was updated with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. The monitor input was not assigned correctly. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using a similar device with no delays.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image with an advan amm213td monitor. The issue was found during preparation for use. There were no reports of patient involvement. During preliminary inspection, the customer was instructed to assign the monitor input signal to sdi and this resolved the issue and the image appeared.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the issue was resolved during preliminary inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.